Manufacturer narrative:
Concomitant products: 407658 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation for possible high threshold and high threshold on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.